Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient was in the emergency room (ER) getting their implantable cardioverter defibrillator (ICD) checked. Upon checking the device, it was reported that this ICD delivered inappropriate therapy for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that this patient has a left ventricular assist device (lvad). Technical services (ts) was consulted and discussed reprogramming options. It was also noted that the patient would continue to be monitored. This ICD remains in service and no adverse patient effects were reported.